Manufacturer narrative:
D4: UDI no: this product code is not required to be registered with the FDA. The actual device was discarded by the user facility and the lot number is unknown. A current product sample was evaluated by the manufacturing facility. Visual inspection found no obvious anomalies in the appearance. Magnifying inspection confirmed there were no anomalies. The distal end was confirmed to have been tip-pressed appropriately. Electron microscopic inspection focusing on the distal segment verified that the distal extremity had been round-processed properly. The outside diameter and total length were confirmed to meet manufacturing specifications. The mobility performance was tested. No deterioration in the lubricity was confirmed. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The current product sample was confirmed to be normal product. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded

Event description:
The user facility reported a vessel perforation during the use of the guidewire device. Follow up communication with the user facility confirmed the following information: an ercp procedure was being performed. This was an outpatient procedure but, the patient was kept in the hospital for observation. Within 48 hours the patient complained of abdominal pain. A CT scan was performed and the physician confirmed that the patient sustained a perforation in the pancreatic duct. The patient was discharged from the hospital on (B)(6) 2016. The patient returned to the ER again on (B)(6) 2016 still complaining of abdominal pain. The physician reported that it was the guidewire that caused the perforation because of the stiffness issue.